Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not returned.

Event description:
Surgeon performed three level acdf (B)(6) 2016 using depuy uniplate. Levels instrumented were c3-6. Surgeon noticed the c6 screw had backed out on post op/follow-up images. Surgeon performed second surgery to remove the loose screw. Surgeon confirmed the cam was locked properly.